Event description:
It was reported "cartridge removing leaves o ring and difficult to remove at times". There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.